Event description:
It was reported that on follow up the ipg had remaining longevity of 83 months but a pacing impedance of >9999 ohms. Lead fracture was suspected. Two procedures were done to revise the system on oct. 24 and 28. During the first procedure a new lead was put in. Lead testing showed a threshold of 0.3v and impedance of 633ohms. After skin closure loss of capture was observed and the device test showed an impedance of >9999ohms again. During the next revision, the lead test was still ok. Several attempts were made to insure that the connector was connected firmly in the connector block. Since loss of capture was observed at 5v/1ms the ipg was replaced. It is the physician 's opinion that something was wrong with the ipg. It was impossible to establish an electrical contact between the ipg and lead. No patient complications have been reported as a result of this event.